Event description:
C3 sn (B)(6) pedro, this vent was on a patient also comment from customer are below. Machine display "ambient mode" which then went blank and emitted a loud squealing alarm until it shut itself off. I found batteries at 0% and 1% respectively richard sparks bmet 3, products logistics repairs south central region - lonestar area ge healthcare - us & canada service 512-816-6172.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be esm defective. In consequence esm was replaced. There was no patient or user harm reported.